Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (anterior mitral leaflet flail.) Resulted in the reported single leaflet device attachment/slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first clip was successfully implanted. To further reduce mr, a second clip was implanted; however, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). An additional clip was implanted to stabilize the slda clip, reducing mr to 1. There was no reported adverse effect or a clinically significant delay in procedure. No additional information was provided.